Event description:
An incident was reported where about 2 weeks prior the pt's nephew fell on his implant. The pt reported that the stimulation was not working as well as it used to. The pt fell a "knot" over his ins.

Manufacturer narrative:
(B)(4).